Event description:
Caller reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting the pump. After resetting, malfunction code did not recur, and customer was advised to continue using the pump and to call back if any issues reoccurred.